Event description:
It was reported that a patient presented with back-up vvi mode noted due to use in a magnetic resonance imaging environment. Corrective intervention was planned. No adverse patient consequences were reported.

Event description:
New information received notes that programming changes were made to restore the device. Back-up defibrillation was disabled due to the reset.